Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had gradually become faded and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/31/2013: the device was returned to animas and evaluated by product analysis on 07/09/2013 with the following results: the display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly.